Event description:
Boston scientific received information that this right ventricular (rv) lead was found to be fractured. No adverse patient effects were reported. This device was explanted, but no explant date was provided. The device has been returned.